Event description:
It was reported that this pacemaker exhibited farfield oversensing leading into inappropriate atrial tachy response (atr). The device was reprogrammed, and it was resolved. This pacemaker remains in service. No adverse patient effects were reported.